Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
A malfunction alarm labeled as "malf 0" was reported, with no notable events occurring beforehand. There was no adverse impact on the customer's blood glucose level. Technical support planned to replace the pump. In the meantime, the customer opted to use multiple daily injections (mdi) as a backup insulin therapy to prevent any interruption in insulin delivery.